Event description:
It was reported that the procedure was to treat the moderately calcified lesions located in the anterior tibial and mid to distal posterial tibial artery. A 2.0 x 20 mm trek balloon was advanced for pre-dilatation; however, the balloon was not able to cross to the distal posterior and anterior tibial artery and was removed. Sometime during the procedure, a mild perforation occurred in the posterior tibial artery (not caused by the trek balloon). The graftmaster stent was advanced for treatment of the perforation; however, it was not able to cross. The perforation was sealed successfully with balloon angioplasty. As no device would cross the lesion the procedure was aborted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.